Event description:
"Needs repair - chewing up skin". Customer reported during surgery indicated to cover an existing wound, the dermatome was "chewing up skin". There was no injury to the pt reported but an additional strip of skin had to be taken from the pt's thigh due to this malfunction. No staples or sutures were required. A spare device was available that functioned properly and surgery was delayed by 4 minutes.

Manufacturer narrative:
The device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.